Manufacturer narrative:
(B)(4). Additional information: the analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The device closed, fired and opened properly. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracotomy procedure the device locked out and would not open. Somehow it got off the tissue and the procedure was completed using same like device. No patient consequences reported.